Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vessel suturing  in an open procedure, when the surgeon was tying the thread, the needle detached from the thread and disappeared. It was noted that the needle did not fell into the patient cavity but it was never found. To resolve the issue, a new suture was used. There was no patient injury.